Event description:
It was reported that the batteries were not lasting as long as they used to in the insulin pump. It was also reported that an alarm occurred on the insulin pump. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the battery tube.